Manufacturer narrative:
Updated fields: d8, h2, h3, h6 & h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope screen became noised. The issue was found during reprocessing. There were no reports of patient involvement.